Manufacturer narrative:
(B)(4). Device evaluated by MFR: unit returned in a generic plastic bag. The returned device has wire broken and was loaded in the innova stent. The wire was inspected and was detached in the middle section at 64cm from the distal section. The guidewire couldn't be removed from the innova. The overall length could not be measured due to the device condition. Outer diameter (od) of the distal, mid and proximal section of the device was measured and was within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-06876. Reportable based on device analysis completed on 23-aug-2016 it was reported that guidewire crossing difficulties were encountered. Vascular access was obtained via the right common iliac artery (cia) utilizing contralateral approach. The chronic totally occluded (cto) target lesion was located on the left common femoral artery (cfa). A non-bsc guide wire and non-bsc imaging catheter were used to visualize the aortoiliac system along with the bilateral lower extremity. A stiff non-bsc guide wire was advance onto the non-bsc imaging catheter to gain access down the left iliac into the left leg. The imaging catheter was then removed and a non-bsc introducer sheath was advanced on the bifurcation into the left cia. There was difficulty maneuvering the introducer sheath through the iliac over the stiff non-bsc guide wire and a rosen guide wire was then placed for support to advance the sheath into the left cfa. It was noted that the bifurcation of the iliac arteries was steep and calcified. Following placement of the introducer sheath, several attempts were made to cross the multiple heavily calcified lesions located on the left superficial femoral artery (sfa) using 3 non bsc guide wires, a .014 victory¿ guide wire, a 300cm v-18¿ control wire¿, a rubicon¿ 14 and a rubicon¿ 18 guide wires. The guide wires were able to cross several of the calcified lesions in the left sfa but could not cross the cto in the distal sfa. A truepath¿ was advanced and able to cross part of the cto but had difficulty crossing through. The physician decided to remove all the guide wires and catheters out of the patient and a new .035 non-bsc guidewire and a rubicon¿ 35 guidewire was inserted. The rubicon¿ 35 guide wire and the .035 non-bsc wire were able to cross the cto following a slow forward process. The non-bsc guide wire was then exchanges with a 300cm v-18¿ control wire¿. A 4x220mm .018 sterling balloon catheter was used to pre-dilate the whole sfa. Additional dilatation was made using a 5x220mm .018 sterling balloon catheter to help with the delivery of the stents. A 6x200x130 innova¿ stent was advanced to the lesion. Around 50mm of the innova¿ stent was deployed and it was noted that a loud clicking sound was heard and the stent stopped deploying. The pullgrip was pulled all the way back however, the stent did not fully deploy. The white arrow was observed only after the pull grip broke away from the handle and that the amount of force required to advance the thumbwheel was very high. The whole stent system was pulled back into the sheath to be removed from the patients¿ body leaving the behind the already 50mm of stent deployed. The stent was extremely elongated after being fully deployed. However, it was noted that the stent system and sheath had stuck in the left iliac artery. After several attempts to dislodge the device, the outer coating of the sheath had broke off away from the inner coil of the sheath. The procedure was stopped and emergency surgical intervention was done. A femoral cutdown was performed and the entire system was removed, leaving behind the part of the stent that was deployed in the patients¿ left sfa. Imaging was done and revealed that all vessels were open and good pulses were noted to be palpable. No further patients complications were reported. However, device analysis revealed that the guidewire was fractured.